Manufacturer narrative:
Date of death: corrected. B2 - outcomes attributed to adverse: corrected. B7 - other relevant history, including preexisting medical conditions: corrected. H6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Section 1 of the IFU, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to multiple organ failure and sepsis. Positron emission tomography-computed tomography (pet-CT) showed infection around the pump and along the driveline. Methicillin-resistant staphylococcus aureus (mrsa) was found in driveline culture. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.